Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device was not received for evaluation and no photos were provided. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 2/24/2023, it was reported by a sales representative via email that an ar-1204ff flipcutter iii was bent upon opening and would not spin appropriately on the chuck. Also, while attempting to use an ar-1588tnt acl fibertag tightrope abs, the needle broke off from the suture upon the first pass through the tendon. This was discovered during an acl procedure. Nothing broke off inside the patient. Additional information received on 2/24/2023: after the ar-124ff flipcutter iii was found bent, another flipcutter iii, from the same lot number, was opened to complete the reaming process. However, the sales representative reports that it was a bit wobbly. The surgeon also used another ar-1588tnt acl fibertag tightrope abs after the first one had the needle break off the suture.